Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. This is the same pt/event as MFR # 9610726-2011-00327.

Event description:
It was reported that, "the baseplate and femur became loose so the knee was not fixated. The pt was revised and the implants were cemented in place."